Event description:
It was reported that a revision surgery was performed due to pain, redness, and slight oozing from the wound site. The insert was exchanged during the revision.

Manufacturer narrative:
Examination was not possible, as the device was not received for evaluation. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.